Manufacturer narrative:
Updated fields: b4, d4 (serial#), e1, e2, e3, g3, g6, g7, h2, h4, h6, h10, h11 corrected field: b6, b7, d1, d4 (version or model #, catalog #, unique identifier (UDI) #).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the vacuum level varied from 104-125. The black connector on the compressor was slightly broken. The fse replaced the vacuum fitting and the 2500 hr preventive maintenance kit. The unit was tested and was found to be working properly. The iabp was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. Upon receipt of additional information or completion of our investigation, a supplemental report will be submitted. No information provided.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed low vacuum, the end user inserted the disk correctly and the message disappeared. However, an autofill failure occurred. The end user described a balloon trace ascending when he started autofill. The end user did not have and extra pump so the treatment was stopped and the balloon removed. There was no patient harm or injury and no adverse event was reported.